Event description:
Boston scientific crm received information that during an elective replacement procedure for this implantable cardioverter defibrillator (ICD), it was discovered that there was a green secretion on the device once it was removed from the pocket. An infection was suspected. A sample of the secretion was taken and sent for microbiological analysis. The device was re-implanted in a new pocket and the old pocket was treated with topical antibiotics. The replacement procedure was ended. No other adverse patient effects were reported.

Manufacturer narrative:
Once the results from the analysis are obtained, a new replacement procedure will be performed. At this time, this ICD remains implanted and in service. No additional information is available. If any additional information does become available, this report will be updated.